Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis an extended charge time was observed in the laboratory. The extended charge time was traced to an internal anomaly of the high voltage capacitor.

Event description:
This report is to advise of an event observed during analysis.